Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to elevated iop, iritis and pain. The patient's bcva was 20/25.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of both haptics torn off. The lens was returned dry. Due to the condition of the lens, the lens could not be re-measured. Medical review - elevated iop after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by visco), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, etc. Iritis is an inflammation of the iris which may occur after any form of intraocular surgery. Pain may accompany elevated iop as well as iritis. Medical treatment of inflammation and controlling iop levels is needed to preclude a serious injury. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).